Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of unilateral inguinal hernia with surgical repair as it is unknown when the patient¿s hernia developed. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Although a cause of the hernia was not confirmed, there is no allegation of a device malfunction or deficiency reported for the hernia event. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. Although it is unknown if pd therapy itself contributed to the hernia, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the inguinal hernia.

Event description:
On 27/jul/2022 this male peritoneal dialysis (pd) patient contacted fresenius technical support for air detected in cassette warning. During the call, the patient stated he had recently undergone a double hernia procedure and was placed on hemodialysis. The patient had returned to pd therapy two days prior and has been encountering issues since. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent an outpatient hernia repair on (B)(6) 2022 for a unilateral inguinal hernia. The pdrn could not confirm the patient¿s report of a double hernia repair as there was no documentation in the patient record to support that report. The patient was initiated on pd therapy on (B)(6) 2020. It is unknown if the hernia was pre-existing prior to the start of pd therapy. The date of hernia diagnosis was not found in the patient record. The cause of the patient¿s hernia is unknown. Prior to the hernia repair, the patient did not require any alteration to his pd fill volume; however, post-surgery, the patient was placed on in-center hemodialysis (hd) for two weeks. The patient returned to pd therapy on (B)(6) 2022 with a low fill volume (volume not provided). Since restarting pd therapy utilizing the liberty select cycler, the patient has been experiencing issues with air in the line. The patient is completing manual exchanges and received one back-up hd treatment with administration of heparin. If the issue persists with use of the cycler, the physician will send the patient for an x-ray to rule out an air leak. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 27 jul 2022 this male peritoneal dialysis (pd) patient contacted fresenius technical support for air detected in cassette warning. During the call, the patient stated he had recently undergone a double hernia procedure and was placed on hemodialysis. The patient had returned to pd therapy two days prior and has been encountering issues since. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent an outpatient hernia repair on (B)(6) 2022 for a unilateral inguinal hernia. The pdrn could not confirm the patient¿s report of a double hernia repair as there was no documentation in the patient record to support that report. The patient was initiated on pd therapy on (B)(6) 2020. It is unknown if the hernia was pre-existing prior to the start of pd therapy. The date of hernia diagnosis was not found in the patient record. The cause of the patient¿s hernia is unknown. Prior to the hernia repair, the patient did not require any alteration to his pd fill volume; however, post-surgery, the patient was placed on in-center hemodialysis (hd) for two weeks. The patient returned to pd therapy on (B)(6) 2022 with a low fill volume (volume not provided). Since restarting pd therapy utilizing the liberty select cycler, the patient has been experiencing issues with air in the line. The patient is completing manual exchanges and received one back-up hd treatment with administration of heparin. If the issue persists with use of the cycler, the physician will send the patient for an x-ray to rule out an air leak. No further information was provided.